Event description:
The peripherally inserted central catheter (PICC) line infiltrated. Upon further investigation it has been determined that there have been a total of three patient care events related to this brand of PICC line that resulted in infiltration to the neonate. The devices were all found to be from the same lot #. This was discovered from a common cause analysis.